Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found that the pulse generator had reached elective replacement indicator (eri) and exhibited loss of telemetry. The hybrid was removed for further analysis and tested normal. The reported failure mode could not be reproduced.

Event description:
It was reported that the pulse generator exhibited loss of telemetry.